Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, all the lights on the device were out due to main board failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating, the high flow insufflation unit shut down during a pneumoperitoneum procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.